Event description:
Pt was revised to address pain.

Manufacturer narrative:
(B)(4) reports: patient had a primary total hip implanted on (B)(6) 2010 by (B)(6). Pt has been experiencing pain and has had (B)(6) revise the hip on (B)(6) 2010. The devices associated with this report were not returned. A lot specific complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records did not identify any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time.

Manufacturer narrative:
No 510k submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: patient had a primary total hip implanted on (B)(6) 2010 by (B)(6). Pt has been experiencing pain and has had (B)(6). Revise the hip on (B)(6) 2010. Update 10 sept 2014 - recreated to add customer reference number.

Manufacturer narrative:
Additional information received indicating that the device is not contributing to the issue; therefore, this report is being rejected.